Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 6000 c501 module. The initial result was 17.17 mg/dl, and the repeat result from another analyzer was 10.7 mg/dl. The repeat result was believed to align with the pediatric patient¿s history.

Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the deionizer was in bypass. He reconditioned the mixed-bed cylinder, emptied the water tank, and cleaned. He restored the fluidics with clean water. He performed calibration and checks with positive results. The investigation determined that the service actions resolved the issue.